Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a therapy upgrade procedure, during an attempt to extract this right atrial (ra) lead, the tip of this lead separated. The lead was surgically capped and abandoned. The physician successfully replaced the ra lead with a new lead. No additional adverse patient effects were reported. The device is not expected to be returned.

Event description:
It was reported that during a therapy upgrade procedure, this right atrial (ra) lead experienced lead fracture. The physician noted that while extracting the ra lead, a break occurred, and the tip of this ra lead was surgically abandoned. The physician successfully replaced the ra lead with a new lead. No additional adverse patient effects were reported. The device is not expected to return.